Event description:
The user facility reported a male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while the pump was being inserted into the patient, the patient expired. The procedure was therefore aborted.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07395 was provided.

Manufacturer narrative:
The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the vasculature as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.